Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 43 mg/dl due to needing settings adjustments. Low bg was addressed by consuming carbohydrates. Tandem technical support advised customer to consult their healthcare provider regarding settings adjustments.

Manufacturer narrative:
Investigation will not be performed for this issue as there was no allegation of device deficiency.